Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the root cause could not be determined. An initial visual observation of the video showed a clinician manipulating the stylet within the catheter. The tip of the stylet was protruding through the distal end of the catheter. Based on the returned video, it could not be determined if the stylet was protruding through the valve or near the valve. No other damage was observed on the catheter shaft. It could not be determined if the catheter had been trimmed at the proximal end. No obvious use residue was observed on the device. While the stylet can be seen protruding through the catheter shaft, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the stylet was protruding from the middle of the catheter.